Event description:
Attempted to draw blood out of hl in (l) antecub at 0815. No return. Discontinued hl at 0830. Only hub and prn adapter came out of vein. No catheter returned when hl d/c. Still could palpate catheter in (l) antecub. Dr. Notified and have to evaluate pt. Pt instructed not to raise (l) arm and bp cuff applied to (l) arm. Radial pulses 24/4+. Fingers warm with good cecepill refill and sensation intact. Pt. Taken to or for cut down and removal of catheterdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.